Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain information from the user facility including patient information, treatment settings and sun exposure. The patient photographs were provided by the facility; however, absent patient treatment settings and sun exposure information no determination of the appropriateness of the settings can be made. Lumenis is unable to determine a cause. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported.

Event description:
It was reported by a user facility that a patient sustained superficial burns to legs following hair removal treatment with a lumenis lightsheer et laser. No information regarding medical intervention to preclude permanent impairment was received.